Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The control solution involved with this complaint was also returned on (B)(4) 2012 and evaluated on (B)(4) 2012 by pa. The control solution's cap, vial, and label passed visual inspection; however, the control solution was found to have high glucose content. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.